Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, 4 years post implant of a 29mm sapien 3 valve in pulmonic position, the valve was stenosed and a new 29mm sapien 3 valve was implanted inside the stenosed valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected b.5 describe event or problem, h.6 device code and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Transcatheter valve replacement in native pulmonic valve position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. The risk management file captures risks for indicated device use only. The complaint was unable to be confirmed due to unavailability of medical record and relevant information. The valve serial number was not provided, a manufacturing non-conformance could not be determined. A review of the IFU and training manuals revealed no deficiencies. It should be noted that sapien 3 valve was used in native pulmonic valve. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation. So, it was off-label operation. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. Patient-prosthetic mismatch (ppm) refers to the clinical situation in which the normally functioning prosthetic valve does not allow an adequate cardiac output without an excessive gradient across the valve. In simplistic terms, the prosthetic valve is too small for the patient's body size. As reported, "a 12- to 13-year-old patient received a 29mm sapien 3 valve in pulmonic position 4 years ago. The patient outgrew the valve and therefore causing a stenosis with no real degeneration. It was decided to open up the existing valve by implanting a second 29mm sapien 3 valve with an additional 5ml of volume". It was noted that the young patient received the pulmonic valve replacement 4 years ago. The longevity of bioprosthesis has important clinical implications as the average age at the time of first pvr is 20 to 25 years. Considering the young age for the first pvr, a patient will undergo multiple reinterventions for pvr during his or her life. In this case, it is highly likely that the increase in patient's body size with age was not appropriate for the implanted valve size to function normally, which resulted in decreased cardiac output increasing the gradient. As such, available information suggests that the patient factors (patient grew) may have contributed to the complaint event complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, a 12- to 13-year-old patient received a 29mm sapien 3 valve in pulmonic position 4 years ago. The patient outgrew the valve and therefore causing a stenosis with no real degeneration. It was decided to open up the existing valve by implanting a second 29mm sapien 3 valve with an additional 5ml of volume. The patient was in stable condition post-procedure.